Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that three of their sensors were damaged. The customer stated the needle was disconnected from three of their sensors. It was also found the sensor body and sensor itself was damaged. The customer's blood glucose was unknown. The sensor will not be returned for analysis.